Manufacturer narrative:
A trumpf medical service technician inspected the iled duo surgical light system and found that the circlip was not in its proper place, allowing the spring arm to slide out of place from its connection point to the center axis. The circlip was replaced properly and the light functioned as intended. A field corrective action has been initiated by trumpf medical and reported to the FDA as a result of investigations into similar events (recall number z-563-2016). The investigations have found that improper installation or servicing of the circlip in this joint can result in the slipping down or falling of the spring arm and light head components.

Event description:
A user facility reported that a lamp head of a trumpf medical surgical light system would not power on. An inspection of the device revealed a gap was present between the spring arm and the central axis.